Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received several motor error alarms and experienced high blood glucose. The customer's blood glucose was 469 mg/dl at the time of call. The customer's blood glucose was 199 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that there was a crack on the reservoir compartment. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to body scanner. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.